Event description:
It was reported to the manufacturer that the neurologist could not establish communication with a vns patient's device. The physician was able to interrogate other vns patient's devices with no problem, thus ruling out the programming system as the cause of the communication problem. The patient had a bad fall and sustained injuries. The patient has been referred to a surgeon. Good faith attempts to obtain additional information have been unsuccessful to date.